Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, a biopsy was retrieved from the right colon which led to more bleeding that expected. As a precaution, the physician placed a clip and haemostasis was eventually observed. The procedure was completed with this radial jaw 4 biopsy forceps device. The user reported that the device was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient ID, age, and weight are unknown. However, patient reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.